Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After crossing the lesion with a guide wire, predilation was performed with a 1.5mm non-bsc balloon catheter. An opticross imaging catheter was advanced but failed to cross the lesion. Further dilatations were then performed with a 2.5mm non-bsc balloon catheter. A 7f non-bsc guide extension catheter was then used. The opticross imaging catheter was able to cross and observe the lesion. A 3.00 x 38 synergy drug-eluting stent was then advanced to treat the lesion. It was then noted that the device was deformed inside the non-bsc guide extension catheter. The procedure was completed with another of the same device and post dilated with a 3.0mm non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Synergy ous, mr, 3.0 x 38mm stent delivery system (sds) was returned. A visual examination of the crimped stent found the mid-section of the stent severely damaged with struts stretched, distorted and misaligned. The stent od (outer diameter) of the undamaged proximal section was measured using snap gauge and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Based on the event description and the type of damage evident it is likely that the damage noted was caused by the interaction of the stent with the guide liner. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no damage to tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After crossing the lesion with a guide wire, predilation was performed with a 1.5mm non-bsc balloon catheter. An opticross imaging catheter was advanced but failed to cross the lesion. Further dilatations were then performed with a 2.5mm non-bsc balloon catheter. A 7f non-bsc guide extension catheter was then used. The opticross imaging catheter was able to cross and observe the lesion. A 3.00 x 38 synergy drug-eluting stent was then advanced to treat the lesion. It was then noted that the device was deformed inside the non-bsc guide extension catheter. The procedure was completed with another of the same device and post dilated with a 3.0mm non-bsc balloon. No patient complications were reported and the patient's status was good.